Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04793 and medwatch 2210968-2013-00966. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgery to excise previously implanted painful, eroded vaginal mesh concurrently with anterior colporrhaphy with dermal allograft placement, abdominal enterocele repair and sacrocervicopexy on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent excision of previously implanted mesh concurrently with implantation of a sling on (B)(6) 2011. It was reported that no information was provided regarding any issues post surgery on (B)(6) 2011.